Manufacturer narrative:
(B)(4): brief description of complaint: the insulation coating is damaged and fell off from the electrode tip. Analysis conclusion: complaint confirmed: insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade and the electrode insulation coating can be compromised. Additionally, it was found that the heat shrink is completely detached from the electrode shaft. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the coating on the plasmablade device tip was peeling off. Nothing fell into the patient and there was no patient impact. Additionally, during analysis, it was found that the heat shrink was completely detached from the electrode shaft.